Event description:
The event is reported as: stapler got hooked inside stapler during use. No injuries reported.

Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be sent when complete.